Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise resulting in automatic mode switch episodes were observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed no anomalies. The issue will be resolved by explanting and replacing the ra lead during the device replacement procedure. The patient experienced no consequences.